Event description:
The caller alleged discrepant results when compared with the lab. A retest was performed an hour later that yielded a higher inr but cannot remember exact inr. Inration 2.3, lab 2.2. On a separate occasion: 2.3, 2.5 (retest, 1 hr later). On another occasion: 1.8.

Event description:
The caller alleged discrepant results when compared with the lab. The fillowing results were reported. Inratio: 2.3, on a separate occasion: 2.3, 2.5(retest, 1 hr;later0, on another occasion; 1.8. Lab: 2.2. A retest was performed an hour later that yielded a higher inr but cannot remember exact inr.